Event description:
The customer reported that the insulin pump alarmed and the paramedics were called due to his blood glucose. The blood glucose reading was 351mg/dl. The customer stated that he received no delivery alarms in the past week. Also, the customer stated that he filled the reservoir and a few hours later he discovered an alarm and half of his reservoir was empty. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.